Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose reading was 693 mg/dl. The customer was hospitalized on an unknown date for an unknown period of time. Customer reported symptoms of nausea, vomiting, abdominal pain, difficulty breathing, headaches, and mild dizziness. The customer¿s blood glucose at the time of the call was 291 mg/dl. The insulin pump will not be returned for analysis.